Event description:
The facility's biomed tech reported a fail code 528. The biomed tech did not have info regarding whether the failure occurred during pt use or biomed testing. Add'l contact info was requested but no add'l contact was identified. The biomed tech stated that there have been no reports of any pt incident involving the pump since the last baxter service event.